Event description:
Revision surgery - unk. Sales rep requested additional info from the surgeon's nurse on 09/08/2009. This appears to be a poly swap of a pt who has had bilateral knees done. One knee was revised by the same surgeon on (B)(6) 2008.